Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's center button gets stuck. Customer stated that insulin pump had crack on the back crack side and battery compartment area was worn. Customer stated that they received random unexplained insulin flow blocked alarm and is not due to infusion site issue. Customer stated that insulin pump rejects new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.